Manufacturer narrative:
Per tandem user guide:only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Blood glucose level was over 500 mg/dl. Elevated bg was address by correction bolus via pump and manual injection. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries.